Manufacturer narrative:
Customer returned pump for alleged pump error 53 alarm found on (B)(6) 2021. The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. No pump error 53 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 53 on (B)(6) 2021 at 21:44:21.000 (file number: 2, line number: 98, esf #: 1935589) due to a possible software error. The race condition occurs when the pump tries to remove some notification at the same moment when the time of this notification is expired. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked retainer, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Pump error 53 alarm was confirmed in the pump history files and traces due to a software error. Moisture damage was confirmed found on the battery tube and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Information has been corrected which was missed to add in the initial report. The information has been provided in section g3, h6 (investigation conclusion codes) with this report. Information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as 19-apr-2023.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.